Event description:
A 24mm diameter x 14mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were successfully implanted for the treatment of an abdominal aortic aneurysm in a pt in 2001. It is reported that the pt had a history of chronic obstructive pulmonary disease, morbid obesity, hostile adomen due to previous surgeries, hypertension and a history of tobacco use. The diameter of the proximal non-aneurysmal aortic neck was 22mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 135mm. The infrarenal aorta exhibited a "good neck" and the iliac arteries appeared patent and without severe tortuosity. There was significant atherosclerotic plaquing of the external iliac artery on the left. The right common femoral artery was cannulated and a 0.035 wire was inserted under fluoroscopic guidance into the infrarenal abdominal aorta. An arteriotomy was made at the entrance site of the wire and a 22 french sheath was inserted. Resistance was noted; therefore, the physician removed the sheath. Renal dilators were obtained and the common femoral artery and common iliac artery were then sequentially dilated up to a 22 french dilator, which passed without difficulty. A 22 french sheath was then inserted again requiring some pressure. After appropriate positioning, a 24mm x 14mm diameter x 13.5cm length device was inserted through the sheath and appropriately positioned and deployed with the neck in the infrarenal position not impinging on the renal arteries. This was exhibited by injecting contrast with the pigtail catheter through the left groin. Upon withdrawing the delivery system, some bleeding was noted in the inguinal incision and the pt became hypotensive. An occlusion balloon was immediately inserted over the guidewire and inflated in the right common iliac artery. Dissection was carried down to the common iliac artery and then dissected distally. It appeared that the external iliac artery had been avulsed (torn/separated) from its origin. Vascular control was obtained. After the pt was resuscitated, the physician commenced with the left gate cannulation. A 5 french guide catheter was then inserted over the guidewire and the left iliac gate was easily cannulated with the guidewire. The 5 french guide catheter was exchanged for a pigtail catheter. The pigtail catheter was withdrawn back into the main body of the aneurx graft. An amplatz wire was then placed through the pigtail catheter, which was removed. The 10 french sheath was removed and an arteriotomy was completed. A 16 french introducer sheath was easily inserted into the gate and a 14mm long iliac limb graft was easily inserted and appropriately deployed. A retrograde arteriogram was then performed. It showed some mild compression of the intra-iliac portion of the limb but no evidence of dissection. The internal iliac artery was preserved and there was 2cm or more of purchase of the limb into the common iliac artery. Attention was turned to the right system. It was elected to proceed with bypass graft from the external iliac origin at the site of avulsion down to the common femoral artery. A 8mm ptfe graft was anastomosed to the bifurcation of the external and internal iliac artery on the common iliac artery with polypropylene suture. The anastomosis was inspected and found to be hemostatic with good flow. The ptfe graft was then anastomosed to the common femoral artery at the origin of the profunda femoris artery in an end-to-end fashion utilizing continuous polypropylene suture. Flow was thus re-established. A completion arteriogram was performed which demonstrated a filling defect between the right iliac limb and iliac ptfe graft. A 14 x 40 wall stent was then placed and centered at the filling defect to purchase both on the aneurx limb graft and the ptfe graft. The wall stent was deployed and then ballooned with an 8 x 40 balloon. Retrograde arteriogram showed this to be patent. Flow was established to both legs and the anastomoses were hemostatic. The pt was closed in the usual fashion. There were no complications and no additional clinical sequelae reported relative to the event.